Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 77 mg/dl and 81 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (time not correct by one hour): 1:75mg/dl (B)(6) 2015 10:24am; 2:153mg/dl (B)(6) 2015 08:15pm; 3:74mg/dl (B)(6) 2015 06:15pm ; 4:72mg/dl (B)(6) 2015 12:40pm ; 5:59mg/dl (B)(6) 2015 09:15am . Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 77 mg/dl and 81 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (time not correct by one hour): (B)(6). Adverse event not reported.